Event description:
A report was received that the patient is experiencing the ipg feeling warm inside his body after about 90 minutes of the stimulation being turned on. The ipg location is uncomfortable for the patient and it has been suggested that the patient undergo a pocket revision.